Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic gastric sleeve. During the first firing the stapler suddenly articulated really sharp to left. When they tried to fire again it kept articulating to the left. The case was completed using a new device. There was no injury caused to the patient and no medical intervention was required.